Manufacturer narrative:
All available information was investigated and the reported difficult to open the clip was confirmed via returned device analysis. Additionally, a slack was identified on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the clip actuation issue appears to be related to the observed slack in the lock line. However, a cause for how the slack became present could not be determined. Additionally, a cause for the reported unspecified tissue injury (leaflet tear) cannot be determined. However, tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After a xtw clip was implanted on a2p2 centrally, the remaining gradient was 2 and moderate mr was still present. Physicians then proceeded with an xt clip to place on the lateral jet next to the implanted xtw. The xt clip passed preparation steps and entered the body. While in the body, the xt clip did not initially open when maneuvers on the delivery system were applied. After troubleshooting the lock line and gripper lines the clip opened and they proceeded with the procedure. Leaflet insertion was attempted and the clip was closed. While interrogating the leaflet insertion and grasp a tear on the anterior leaflet was seen. The physicians decided to let go of the grasp and not implant the xt clip. They removed the clip and guide catheter. The clip was inspected on the scrub table and passed all preparation steps again. Mr remained at grade 4.